Manufacturer narrative:
(B)(4). The products have not been returned for analysis.

Event description:
During drilling the frontal sinus with the bur, two drills "broke down." There was no patient impact.

Event description:
Additional information was obtained regarding the type of device malfunction that occurred. The burs¿ spiral wraps broke/stretched, and did not result in fragments.

Manufacturer narrative:
Additional information was obtained regarding the type of device malfunction that occurred. The burs¿ spiral wraps broke/stretched, and did not result in fragments. The additional information was obtained on jan. 8, 2016. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Corrected information: h3: no eval explain code medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D.10. The device was returned for evaluation on jan. 22, 2016. G.4. The analysis was completed on feb. 17, 2016. H.3. The product analysis found: condition upon receipt: 2 un-sealed samples, part number 1883070hs, from lot number 0209965866 were received; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide] on both samples. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings) evaluation: when compared to the assembly drawing, sample 1 showed the inner assembly was extending beyond its support area, and an attempt to spin the inner cutter on sample 2 resulted in the inner hub coming off which would have resulted in the reported event. ¿ sample 1: the extension indicates that the inner spiral wrap was stretched sometime after assembly. When viewed under magnification, there was deep gouging on the inner shaft just proximal to the cutting tip which corresponds to where the inner assembly and outer tube contact each other. ... Sample 2: when viewed under magnification the knurl at the proximal end of the inner assembly showed a residue consistent with the material the inner hub is constructed of. The inner hub showed cracks emanating from the torsion points on the proximal end. The inner assembly was seized at the distal end; pliers were used to pull the tip out of the outer tube for further analysis. There was deep gouging on the inner shaft just proximal to the cutting tip which corresponds to where the inner assembly and outer tube contact each other. Conclusion: the complaint was confirmed for the alleged malfunction [during drilling both drills broken down]. The information indicates that both samples seized up at the distal end while in use which likely resulted in the shaft / spiral wrap damage and the hub fracture. The damage to the seizure points prevents accurate measurements from being taken to determine if the devices were in specification prior to the damage. Note: biological contaminants were found compacted in the tip of sample 1 and at the seizure point of sample 2. It cannot be determined if the malfunction was the result of supplier error, operational context, or misuse/mishandling. Based on the available evidence and information there are [multiple potential causes / confirmed failure] and each cause is likely. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.